Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 52 mg/dl. The customer states they had trouble filling up the reservoir. They were unable to remove the plunger. The customer state the insulin pump was working fine. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.